Event description:
The patient reported that she was admitted to a medical room on (B)(6) 2011 with a diagnosis of diabetic keto-acidosis and a blood glucose (bg) of 698 mg/dl. The patient was reportedly treated with intravenous insulin. The patient stated that she had changed her site on (B)(6) 2011 and used a new site on the side of her right breast. She reported that her bg started running high soon after site was changed. She stated that she only primed 4.3 units and did not see any insulin drip out of the end of the tubing. The patient confirmed that pump settings were correct and total daily dose correctly reflected programmed basal rates. Customer support concluded that the elevation was due to use of a non-viable site and inadequate prime volume during site change. This report is made based on the allegation that the patient experienced diabetic keto-acidosis while using insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.